Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient felt the vibratory alert, and noted that no special procedure ever encountered. Upon review the provided device image, the device exhibited bvvi reset in (B)(6) 2017. A successful firmware download was performed, and the device was restored to normal operation. The patient¿s condition was stable.